Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that battery just died and pump was showing wrong amount of insulin on display. The customer's blood glucose was 468 mg/dl. The customer stated that pump did not alarm battery failed alarm after inserting a new or fully charged battery. The insulin pump will not be returned for analysis.